Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were not getting any therapy from the stimulator and the issue began last year in 2025. Patient stated there was only one program group c that worked and that program was on the right side of their ribs from under their armpit to the hip but they didn't have anything for their lower back or right side because now they could feel their right leg going to sleep again. Patient mentioned they started feeling their right leg go to sleep on monday and they thought it was just going to go away and the stimulation was going to do a thing but it didn't. Patient noted they left a message for a representative to call them. During the call, patient confirmed the handset shows not found communicator. Agent walked patient through closing all applications, toggling bluetooth off/on and resetting the communicator. Patient opened the mystim app, turned the communicator on confirming a green and blue light then a green light and patient then confirmed they were able to connect to their therapy settings. Agent walked patient through adjust the stimulation in group a and b. Patient confirmed they don't feel anything tingling. Agent instructed patient to increase the stimulation, patient mentioned they already increased the stimulation and they don't feel anything. Patient switched to group b and adjusted the stimulation but they can only feel the stimulation on their left side and not the right side. Patient denied any recent falls/trauma. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.".